Event description:
It was reported that the unspecified bd¿ IV tubing disconnected during use and was found broken. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "event 1: it was reported that the IV tubing was disconnected and broken which resulted in leaking. Patient called rn to the bedside saying his tubing was disconnected. Patient was sitting up in his bed at this time. Rn inspected disconnected site and noticed the IV tubing was physically broken. Spill kit was utilized, ad and md made aware or the situation. Replacement bag was ordered."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received by quality team. The customer's complaint of leakage could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. No sample was received for investigation. The root cause for this failure remains unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ IV tubing disconnected during use and was found broken. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "event 1: it was reported that the IV tubing was disconnected and broken which resulted in leaking. Verbatim: patient called rn to the bedside saying his tubing was disconnected. Patient was sitting up in his bed at this time. Rn inspected disconnected site and noticed the IV tubing was physically broken. Spill kit was utilized, ad and md made aware or the situation. Replacement bag was ordered."